Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/19/2020. H.6. Investigation: customer reported two separate instance of leaking, one from above safety clamp and one from above the drip chamber. The customer returned a photo of the drip chamber leak but not the physical sample. From the photo, it is clear that blood is leaking from the top of the drip chamber, and the complaint of leakage is verified. The customer returned the affected sample leaking from above the safety clamp. The leak occurred because of a rip in the pliable pumping segment tubing, and the root cause of the rip is unknown. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 2ss cv tubing leaked. The following information was provided by the initial reporter: material no.: 2420-0007 lot no.: unknown. It was reported that there was blood tubing leaking at the point above the safety clamp in one instance and blood tubing leaking in another. Verbatim: I have not yet received a response about the prior leaking tubing that I reported to you (still have the used tubing in my office). Today on 6ab staff noted that there was an external pooling of blood that had leaked out of the blood tubing above the drip chamber. This was noted at the end of the transfusion. No blood was noted dripping from the bag or down the tubing. Just a pooling. Obviously because blood was in the line we cannot send this off for review but I am trying to get the packaging so that this can be reported. I know other centres have been having issues with bd tubing as well.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing leaked. The following information was provided by the initial reporter: material no.: 2420-0007, lot no.: unknown. It was reported that there was blood tubing leaking at the point above the safety clamp in one instance and blood tubing leaking in another. Verbatim: I have not yet received a response about the prior leaking tubing that I reported to you (still have the used tubing in my office). Today on 6ab staff noted that there was an external pooling of blood that had leaked out of the blood tubing above the drip chamber. This was noted at the end of the transfusion. No blood was noted dripping from the bag or down the tubing. Just a pooling. Obviously because blood was in the line we cannot send this off for review but I am trying to get the packaging so that this can be reported. I know other centres have been having issues with bd tubing as well.